Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported during implant procedure that the right ventricular lead exhibited a high capture threshold. The lead was successfully exchanged. There were no patient consequences.